Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c4tr01 crt-p, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that a transmission was sent after the patient experienced a syncopal episode. The right ventricular (rv) lead exhib ited a high threshold. The left ventricular (lv) lead exhibited a potential loss of capture, a high threshold, and it was noted a lead impedance alert had previously triggered. The rv and lv leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.